Event description:
It was reported that the svc and rv impedance increased to out of range values for a period of four days and then decreased back to implant values. During this period the patient was hospitalized and administered lasix for congestive heart failure. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.